Manufacturer narrative:
Catalog #: a complete catalog number is unknown as the serial number was not provided. Expiration date: unknown as serial number was not provided. Implant date: if implanted; give date: unknown/not provided. Explant date: if explanted, give date: na (not applicable) there is no indication at the time of this report that the lens has been explanted. Device manufacture date: unknown as serial number was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that post implantation of a zxr00 intraocular lens (iol) in each eye of a male patient, he experienced glare, halos and starbursts. Both lenses remain implanted. No further information has been received. This report represents 2 of 2 lenses implanted. Separate report is being filed for the first lens.

Manufacturer narrative:
The intraocular lens (iol) remains implanted; and therefore, not available for investigation. The customer's reported event could not be confirmed. A review of the manufacturing records could not be performed as the serial number of the lens was not provided. The directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. Based on the investigation results, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.